Event description:
A customer contacted beckman coulter (bec) reported observing blood leaking onto tube tops and the bath/isolator cover while running patient samples on the coulter ac*t diff 2 analyzer. The leak was discovered while troubleshooting a white blood count (wbc) flagging (x beside wbc parameter) issue. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed the x flags on the wbc parameter and the leak on the tube caps and bath shields. The fse discovered that the probe was misaligned and the opening facing the wrong direction, the fse also replaced the check valve to the wbc bath. Failure mode is related to a misaligned probe. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).